Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The dianeal therapy was ongoing and action taken with the extraneal therapy was not reported. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection reflin (1gm per day and route not reported) and injection tobramycin (40mg per 5th day and route not reported) for peritonitis. The outcome of this peritonitis event is unknown.